Event description:
Component fractured. We have received additional information that the correct placment date is (B)(6) 2025 and the qn has been updated. Hence this updated report.

Event description:
Component fractured.